Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly and customer received a usb connection error alert. There was no reported impact to the customer's blood glucose level. Customer indicated back up insulin therapy would be used for diabetes management.